Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) treatment procedure, a balloon rupture occurred. Vascular access was obtained through the femoral artery. The 100% stenosed lesion was located in the severely calcified and moderately tortuous left anterior tibial artery (ata). For pre dilation, the physician advanced the 1.5mm x 20mm sterling es balloon catheter to the lesion. Upon the first inflation, the balloon was inflated to 6atms and ruptured. The device was removed from the patient intact and the procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.